Event description:
The lead was returned to the manufacturer after being extracted to gain access for another lead, analyzed, and tested out of specification. Follow-up conducted revealed that there were no issues with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and revealed the inner insulation was breached with metal ion oxidation (mio). It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation melted and had cosmetic mio and cosmetic environmental stress cracking (esc). The inner insulation had cosmetic mio and there was blood in/on the helix/lobe mechanism.